Event description:
The problem occurred during healing. Position of implant failure: 13. Bone quality: 2, bone quantity: c. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5148627, mw5148628, mw5148630.